Event description:
It was reported after using a backroll the patient experienced ineffective stimulation. Diagnostics indicated high impedances. X-rays confirmed a fracture. In turn, the lead and anchor were explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of fracture/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.